Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient was receiving heparin drip at a rate of 15.6ml/hr through pump module "channel a." There was another pump module (channel b) attached to the same pcu but there was no infusions running. It was noted that the clinician, who was standing outside patient's room, heard a beep and upon entering the room, it was noticed that channel a powered down. The previous "channel b" is now displaying as "channel a." The clinician transferred the heparin tubing and restarted the infusion. There was patient involvement but no harm.

Manufacturer narrative:
Correction: reason code for no evaluation - if other specify. Additional information: imdrf annex a, g, c & d codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a patient was receiving heparin drip at a rate of 15.6ml/hr through pump module "channel a." There was another pump module (channel b) attached to the same pcu but there was no infusions running. It was noted that the clinician, who was standing outside patient's room, heard a beep and upon entering the room, it was noticed that channel a powered down. The previous "channel b" is now displaying as "channel a." The clinician transferred the heparin tubing and restarted the infusion. There was patient involvement but no harm.

Event description:
It was reported that a patient was receiving heparin drip at a rate of 15.6ml/hr through pump module "channel a." There was another pump module (channel b) attached to the same pcu but there was no infusions running. It was noted that the clinician, who was standing outside patient's room, heard a beep and upon entering the room, it was noticed that channel a powered down. The previous "channel b" is now displaying as "channel a." The clinician transferred the heparin tubing and restarted the infusion. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: concomitant med prod data. Additional information: device eval by manufacturer, reason code for no evaluation - if other specify, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : device was not returned to manufacturing facility.